Manufacturer narrative:
Qualified associated products were indicated. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge/handpiece combination used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), it was damaged. The lens was removed. Additional information was requested and received reporting there was a spot in the center of the lens optic. It was noticed following implant into the patient's eye. The lens was removed during the initial procedure and there was no reported patient impact.